Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's batteries won't hold a charge. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The customer's complaint could not be duplicated or confirmed.

Event description:
The manufacturer received information alleging a ventilator's batteries won't hold a charge. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.